Event description:
It was reported that insulin was dripping or squirting out of the insulin pump during the manual prime process. The caller stated that the infusion set and reservoir was changed as recommended, but this did not resolve the issue. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The device was unable to prime during the prime test and the motor error alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside the device and passed. The unit was received with minor scratches on the liquid crystal display window and case. The unit was also received with a cracked case at the display window corners and battery tube threads.